Event description:
A customer reported that their pump screen was dark and would not turn on, and they were unable to connect with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and instructed the customer on several troubleshooting steps, none of which resolved the issue. The pump showed a red led and vibrated regularly, indicating it needed replacement. Reportedly, customer reverted to manual injections for insulin therapy.